Event description:
A report was received that the patient¿s scs system stopped working. Database analysis revealed high impedance on an electrode. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient¿s scs system stopped working. Database analysis revealed high impedance on an electrode. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted as the lead could not be put back into place. The lead was too lateral from previous implant. Scar tissue prevented placement of new lead. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.